Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Additionally, there was debris around the purge assembly and the gasket around the purge assembly was partially dislodged. Therefore, the root cause of the issue was a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller exhibited a black flag in the purge system broken message, the device was not recognizing the purge disk. No report of patient injury or harm.